Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va08adf, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their hcp. The patient worked with a registered nurse (rn) over the phone and had an appointment with their hcp on 2014-(B)(6). There was a 50 percent or greater symptom reduction and none of the components were involved in the reported event. The action taken to resolve the issue was that reprogramming was done. The cause of the event was not determined and it was not device related. The patient recovered without permanent impairment.

Event description:
It was reported that the patient wanted to know if it was common for patients to not feel stimulation. The patient had scoliosis and their health care provider (hcp) said that they felt no stimulation because their back was crooked and the spine was not straight. The therapy was helpful and it did work for symptom control but the patient had to go and have it adjusted to feel something because they fell 3 times within 2 months last year. After the patient fell they were all messed up and nothing was working right and they did not know that falls could mess up the system. The patient went back to their hcp and found out falls could mess the device up. After the patient fell they stopped feeling stimulation and it helped with symptoms somewhat so they had to go back to the hcp and had it adjusted. The patient did not feel stimulation constantly before they fell and they never felt it consistently since implanted. The patient was told that they should always feel stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.